Manufacturer narrative:
Date sent to the FDA: 6/10/2022. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent epigastric hernia repair surgery on (B)(6) 2018 during which the surgeon noted resected 7x7 cm recurrent defect a strict fibrosis tissue consisting of fibromembranous tissue, fibrofatty tissue and foreign material, with foreign body giant cell reaction. It was reported that the patient experienced severe pain, infection and inflammation. No additional information was provided.